Event description:
It was reported that during a transcatheter heart valve procedure, the first deployment was too deep, and the valve was fully recaptured. The second deployment was also too deep, leading to another full recapture. The third deployment was too shallow, necessitating a further recapture. The fourth and final deployment resulted in measurements of 5mm on the non-coronary cusp (ncc) and 6mm on the left coronary cusp (lcc). The patient experienced ventricular fibrillation (vfib), and a shock was administered, after which the patient reverted to an incomplete heart block. The mean/peak gradient was initially 18/34 mmhg, with a trace paravalvular leak (pvl) noted. Post-dilatation with a 24mm non-medtronic balloon reduced the mean/peak gradient to 9/18 mmhg, and a trace pvl remained. There were no vascular complications, and the procedure was completed with the removal of the temporary transvenous pacemaker (ttvp).

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012436665); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0012421132); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.